Event description:
On (B)(6) 2012, the patient was reported to have experienced blood glucose (bg) as high as 280mg/dl (nausea and headache) and as low as 44mg/dl after corrective insulin was delivered via the pump. The low bg was said to have been treated successfully at home with oral carbohydrates. The reporter made no allegation that the high bg was related to a device malfunction or misuse. The reporter alleged that the low bg was a result of the pump's bolus calculator recommending a larger than needed amount of insulin to be delivered. There were indications that the patient delivered the recommended amount of insulin. During review of the pump settings with customer support, the reporter revealed that the insulin-on-board (iob) setting was programmed with the duration set to one hour. Customer support reviewed the iob feature with the reporter and explained why an incorrect iob setting likely caused the low bg. The reporter expressed concern that he was unaware of the correct setting and would contact the patient's health care provider for advice. The reporter stated that the patient discontinued use of the pump and used a backup plan for insulin delivery. This complaint is being reported because the patient delivered excess insulin that resulted in hypoglycemia. The bolus calculator did not malfunction but based recommendations on an incorrectly programmed setting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No insulin delivery interruptions or pump malfunctions were observed in the black box download. The pump settings verified the insulin on board (iob) was set to off. The pump settings confirmed the insulin to carbohydrate ratio was set to 1unit:10 grams. The insulin sensitivity factor was set to 50. The iob setting was turned on with duration of three hours. Using the patient's settings, ez-carb bolus was performed for 100 carbohydrates at target blood glucose (bg) and the pump correctly calculated a 10-unit bolus. A second ez-carb bolus for 100 carbohydrates at target bg was performed and the pump correctly displayed 9.99 units iob and calculated a 10-unit bolus. A 29 hour flow accuracy test was performed. An ez-bg bolus using the patient's settings for 50 mg above target was performed and the pump calculated a 0-unit bolus due to iob. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.